Event description:
It was reported that elective replacement indicator (eri) triggered after four years and the impedance trigger was questioned. It was also reported that the physician is very concerned that there is no way to anticipated this impedance trigger without increased follow up frequency recommendations. It was further reported that he physician believes a dependent patient could go end of life (eol) within six months and this is a serious danger to the patient's safety. Therefore the implantable pulse generator (ipg) device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Event description:
It was reported that elective replacement indicator (eri) trigered after four years and the impedance trigger was questioned. It was also reported that the physician is very concerned that there is no way to anticipated this impedance trigger without increased follow up frequency recommendations. It was further reported that he physician believes a dependent patient could go end of life (triggered) within six months and this is a serious danger to the patient's safety. Therefore the implantable pulse generator (ipg) device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device has not met its 99.9% expected longevity. The eri was the result of battery depletion. No problems were found with the hybrid. The data gathered during the testing and review of the manufacturing data did not show any abnormal results. The characterizations and electrical testing of the battery is consistent with a cell at this level of discharge. The upper load voltage performance at the estimated delivered capacity was slightly better than the upper tolerance bound predicted by the model. Based on these results, it was concluded that the battery did not yield any unusual electrical or other properties for a battery at this stage of depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that elective replacement indicator (eri) triggered after four years and the impedance trigger was questioned. It was also reported that the physician is very concerned that there is no way to anticipate this impedance trigger without increased follow up frequency recommendations. It was further reported that the physician believes a dependent patient could go end of life (eol) within six months and this is a serious danger to the patient's safety. Therefore the implantable pulse generator (ipg) device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.